Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in cloudy effluent presumed to be peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in cloudy effluent presumed to be peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had poor hygiene. The event was manifested by abdominal pain and turbid fluid for one day. It was not reported if the patient was hospitalized for the event. On unreported date(s), the patient was treated with unspecified antibiotics for two weeks (route, dosage, medication, and frequency not reported). Antibiotic therapy was completed on an unreported date. It was not reported if dianeal therapy was ongoing. The patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.